Event description:
It was reported during patient follow up, undersensing of a-fib was observed. Patient returned to clinic for another follow up and undersensing was again noted. Device was reprogrammed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.